Event description:
The reporter stated that the surgeon inserted a aq2010v three piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens. No sutures were required to close the wound.